Manufacturer narrative:
The following was provided by the customer for complaint investigation: one used list# a1141, 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock.; lot# 13878520 --> one used lits# unknown, 0.9% sodium chloride injection, usp bd 10ml syringe; lot# 4243592 no visual damages or anomalies were observed on the returned devices. The reported complaint of a leak could be confirmed. The line with the white clamp leaked during testing. The probable cause of the leak is from an incomplete insertion during the assembly process of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in h2 health effect impact code. The customer did not outwardly allege any underdose to the patient.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock where it was reported leakage at the bonded cap on the white lumen of the intravenous (IV) triset, which resulted in the need for the patient¿s total parenteral nutrition / lipids (tpn/il) to be discarded prematurely. Upon assessment, it was found that lipids were leaking from the bonded clave piece (white) of the triset. The event occurred during patient care in the c4c unit. It was noted that the device had not been reprocessed or reused. The patient involved was a 4-week-old female. There was patient involvement and unknown human harm.